Event description:
It was reported that the lesion was located in the moderately tortuous, moderately calcified, 90% stenosed mid right coronary artery. Predilatation was performed with a non-abbott balloon catheter. Intravascular ultrasound was performed and the 3.5x33 mm xience prime stent delivery system (sds) was advanced to the lesion; however, resistance was felt with the vessel during advancement and the stent implant came into contact with the lesion and failed to cross. Although several attempts were made, the sds did not cross the lesion. The sds was retracted from the anatomy and the stent implant was observed to have shifted by a width of a marker. The distal edge of the stent was found to be flared. A non-abbott stent was advanced and deployed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.